Event description:
The consumer indicated the string broke on her tampon and the tampon remained inside of her. She visited her doctor for removal and the tampon unraveled while being removed.

Manufacturer narrative:
Consumer had not returned unused product for evaluation at the time of this report. The device history record was reviewed and there were (B)(4) string defects noted during the manufacturing of this lot as identified in the manufacturing investigation. As a result, the facility has initiated a quality non-conformance (B)(4) for not performing a line clear after string defects were detected. (B)(4). Information from this incident will be included in our product complaint and MDR trend analysis.